Manufacturer narrative:
It was reported that the device was not turning on because the power supply was not working, and a power supply replacement was requested to turn on the fan. An authorized service provider (asp) replaced the power supply and confirmed that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was not turning on because the power supply was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the device was not turning on because the power supply was not working and requested for a power supply replacement to turn on the fan.

Manufacturer narrative:
E1: reporting address postal: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Manufacturer narrative:
The removed power supply was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the power supply into a pil ventilator to duplicate the reported issue. Visual inspection of the power supply revealed no discernable issues. The power supply was tested, and the failure was confirmed. There was 0 vdc at the power supply output. The 0 vdc was verified via open circuit voltage testing. After further testing, the technician found that the reason for the faulty power supply and the 0 vdc output was due to a weak and leaky junction from the drain to source on q1. The technician concluded that q1 on the suspect power supply was faulty.